Event description:
It was reported through the post market clinical follow-up (pmcf) report, that the emboshield nav6 embolic protection device may be related to the adverse patient effect of death and device issues of unable to insert and unsuccessful placement. Details are listed in the attached pmcf, titled post market clinical follow-up evaluation report abbott carotid stent and embolic protection systems.

Manufacturer narrative:
Age - average. Date of death - estimated. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the emboshield nav6 instruction for use (IFU), as a known possible adverse event potentially associated with carotid stents and embolic protection devices. Based on the information reported through the pmcf report, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and the other adverse events reported in the pmcf are filed under separate medwatch report numbers.